Manufacturer narrative:
External insulation abrasion was found at 44.5cm to 45.7cm from the distal tip consistent with lead friction to the ICD. One of the rv conductors was broken and melted at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert for possible output circuit damage and out-of-range hv lead impedance. Stored egms revealed aborted therapies. The ICD and lead were explanted and replaced.